Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an external flash crc error alarm on their device. The customer states that after receiving the alarm, their insulin pump counted down from six and shut off. The customer states they tried to trouble shoot by replacing the battery, but the same issue occurred. The customer's blood glucose at the time of incident was 136mg/dl. Troubleshooting was conducted and the device rebooted to a blank screen. The customer was advised to discontinue use of the device and that it would need to be replaced. The device is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display after count down screen due to faulty component on the mother board. Unable to verify e15 alarm due to blank display. No cosmetic damage noted.